Event description:
It was observed during the device evaluation, the duodenovideoscope was found to have a burn on the forceps elevator at the distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is presumed the likely cause of the burn on the distal forceps elevator is due to a high-energy treatment tool (high frequency, etc.) Was used without ensuring a sufficient distance from the tip. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.